Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon attempt device firmware upgrade, the pulse generator exhibited backup vvi operation. The patient was symptomatic due to the backup operation. The device was successfully downloaded and upgraded.